Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. .

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a perclose at device. Reportedly, the device did not deploy as the knot unraveled. A second perclose at device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. It was not specified if the operator was trained in the use of the perclose at device. No additional information was provided.